Event description:
The customer reported the system displayed a pre-charger error intermittently. No pt injury was reported.

Manufacturer narrative:
A ge service rep conducted an on site eval. Found the relay in the pre-charge capacitor to be pitted. Cleaned it out and now system operates as intended.